Manufacturer narrative:
Image review: twelve media files were provided for review of the event description above. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 79.4mm with a perimeter derived diameter of 25.3mm suggesting a size 29mm evolut valve. The native aortic valve appeared to be significantly calcified with protruding calcium in the annulus extending to the left ventricular outflow track (lvot). Fluoroscopic valve load inspection was performed, and the overlap appeared to reach just prior to node 4, which would be considered a successful load. A pre balloon aortic valvuloplasty (bav) was performed prior to the implant attempt. Evidence showed that the valve was deployed just prior to the point of no recapture, and depth appeared to be very shallow. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. It was observed with the provided images that an infold occurred during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported that a second valve was loaded onto a new delivery catheter system and the second fluoroscopic valve load inspection suggested a misload by overlap to node 4. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Subsequently, it was evident with the provided images that a third system and valve were used for the implant. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012162434); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon (true) due to annular and left ventricular outflow tract calcium. The valve was then advanced to the annulus via vascular access in the femoral artery and the 14 fr inline sheath. Deployment was attempted; however, the depth was too high and the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt at a target depth of 3 mm, an infold in the valve frame all the way to the top was identified along with under-expansion. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient. A new valve was loaded into a new dcs, and advanced across the annulus. The first deployment attempt was too high, and the valve was recaptured into the dcs. On the second deployment attempt at a goal depth of 5 mm, another infold was observed. It was discussed to perform a second bav once the valve was withdrawn, but it was decided it would be a risk for annular rupture given the amount of calcium. The implant team decided to attempt a new system again and confirm an appropriate depth on the first deployment. The third system was advanced to the annulus and deployed at 5 mm below the non-coronary cusp and 6 mm on left coronary cusp. Frame expansion was sufficient and the valve was deployed. Following implant, trace-mild paravalvular leak and a mean gradient of 9 mmhg were noted. A procedural delay of one hour was reported. No adverse patient effects were reported.